Event description:
The customer reported that an 840 ventilator had a blank screen. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface cpu and backlight inverter pcb¿s. The unit passed extended self-testing.